Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was stuck in a motor error alarm during the bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, a broken belt clip slot and minor scratches on the display window.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. He stated that he tried resetting, priming, and rewinding and received another motor error alarm. He stated that the alarm first occurred while he was sleeping. The insulin pump had not been exposed to a strong magnetic field or MRI. The blood glucose reading was 171 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.